Manufacturer narrative:
Switch assembly; the service tech was unable to duplicate the alleged manual release malfunction and found no defect with the manual release.

Event description:
It was reported by service report that the manual release did not lower the base and the switches did not always work causing both manual and power modes to be inoperable. No pt involvement or adverse consequences are reported.